Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor. Unable to confirm insertion complaint due to customer returned sensor only. No insertion needle. Also found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced sensor anomaly and bent sensor cannula. The customer's blood glucose value was unknown. The customer stated that he pulled out a sensor and it was filled with blood. The customer stated that the cannula might have come out with the needle. The customer reported blood on the sensor. The product was returned for analysis.